Event description:
It was reported that patient had a loss of therapeutic effect. There was no known accident or incident related to this complaint. Symptoms reported had sudden onset. She made some adjustments however doesn't recall what she did or if she did it correctly. She replaced programmer batteries. Replacing batteries resolved this issue. Stimulation was on program 1 at 1.35 volts. Patient increased to 1.6 and reports she now feels stimulation. Patient said last appointment was earlier this year. Patient lacked basic understanding of the therapy. She typically felt stimulation when she had better symptom control however it seemed like it turned on/off at regular interval. She didn't receive any particular programming guidance from hcp (healthcare provider).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0bjef, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial # (B)(4), product type: programmer.